Event description:
Safety sheath defective.

Manufacturer narrative:
Randomly selected 50 samples from the retained samples for testing, and found no abnormalities. Reviewed the injection molding records, assembly records, finished product shipping records, inspection records, design and development data of this batch, which all showed no abnormalities. We will enhance communication with customers, revise the instructions for use, add testing items, and provide training for inspectors going forward.